Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia in the 300¿400 mg/dl range for about a day while using the ilet with insets and 23-inch tubing, without meal announcements contributing, and with no device alarms other than high glucose; the user¿s spouse noted an insulin odor earlier, and the user performed a full cartridge and infusion set change, later disconnecting and using subcutaneous insulin via pen, which reduced glucose. Symptoms included hyperglycemia without reported ketosis or other acute symptoms. Outcomes included continued device use after troubleshooting and education, with reported improvement thereafter and no hospitalization or medical intervention. Investigation included review of alarm and history, inspection of infusion set and cartridge during change, and user-reported assessment for leaks or bent cannula. Investigation of this case revealed no visible infusion set, connector, or cartridge abnormalities after the change, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.